Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The premature battery depletion was confirmed in the laboratory. Based on device settings, the device did not perform to the expected longevity. Testing found no high current drain sources. The battery was sent to the vendor for further analysis; no anomalies were found that would cause internal loading. The cause of the premature battery depletion could not be determined.

Event description:
It was reported the device exhibited excessive battery depletion.